Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed in a too aortic position [80:20 aortic/ventricular] resulting in moderate paravalvular leak [pvl]. A second valve was implanted reducing the pvl to mild. Following bav, the first valve was deployed high, favoring the ascending aorta, and resulting in mild to moderate pvl. The valve was post dilated with an additional 2ml of contrast, without incident. The mild to moderate pvl was still noted after post dilatation. It was then decided to implant a 2nd valve, attempting to position it lower than the first by about 3mm, in an effort to eliminate the residual pvl from the 1st valve. The second valve was deployed higher than they would have liked [70:30 aortic/ventricular], but about 1mm lower than the 1st valve. The pvl lessened to a mild degree and heart function remained good. The high placement [too aortic position] was attributed to the valve moving towards the aorta during balloon inflation. The exact cause for the valve movement towards the aorta was not determined; however it was not related to the patient¿s anatomy.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. The thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, the exact cause for the aortic valve movement during valve deployment cannot be confirmed. It is possible patient and procedural factors [mild annular calcification, preserved ejection fraction (65%), and stored tension in the delivery system] may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required. This is one of two reports being submitted for this case.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-00782.